Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
From medwatch 2000330000-2022-8050. Narrative from staff: cryotherapy gun froze in open position while using to treat plantar warts. This was the first of 2 episodes that I reported for this same issue. Narrative from office note: the trigger on the cryotherapy gun froze in the open position. I was unable to stop the flow of liquid nitrogen through the nozzle. I was able to complete the procedure by directing the gun away from the patient between the intermittent pulsing periods when the cryotherapy was being applied. 1216677-2022-00259 wallach ultra freeze 900076 e-complaint-2022-08-0000521.

Event description:
From medwatch (B)(4). Narrative from staff: cryotherapy gun froze in open position while using to treat plantar warts. This was the first of 2 episodes that I reported for this same issue. Narrative from office note: the trigger on the cryotherapy gun froze in the open position. I was unable to stop the flow of liquid nitrogen through the nozzle. I was able to complete the procedure by directing the gun away from the patient between the intermittent pulsing periods when the cryotherapy was being applied. Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned . X-review DHR . *analysis and findings : (B)(4). Distribution history: the complaint product was manufactured at csi on 30-jun-2022 under work order (B)(4) and sold on 25-jul-2022. Manufacturing record review: DHR-321792 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. *correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Tech ops project number (B)(4) has been opened to investigate the "stuck trigger" complaints. No further training required at this time. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.